Manufacturer narrative:
Name and address - (B)(6). Occupation: agent. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the stent in a filiform double pigtail ureteral stent set broke upon removal from the packaging. The rest of the stent was removed with "slight force" and the stent broke a second time. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient.

Event description:
Information was available but inadvertently omitted from the previous medwatch report. The stent was broken into 4 separate pieces. Upon opening the package, the tether was attached to the stent. Device was returned to cook on 11mar2022. Initial evaluation of the device showed 3 segments of the stent returned, however, the pigtail was not returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b5. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, the stent in a filiform double pigtail ureteral stent set broke into four segments upon removal from the packaging. The procedure was completed with a new stent. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation reviews of the complaint history, device history record, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. Only the three of the four stent segments were returned. No tool marks were noted on any of the returned segments. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for the stent separation could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.